Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacturing of this lot; however, the review did reveal similar complaints for this issue with this lot number. The device was not returned for analysis; therefore, no evaluation could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set leaked during patient use. The location of the leak was not specified. The transfer set was in use for a month at the time of the reported event. There was no patient injury or medical intervention associated with this event. No additional information is available.